Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have been using their aligners for a few days and their neck and face have become red and itchy. Advised to see doctor and discontinue wearing aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.